Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "stuck keypad" was not confirmed. The keypad passed the testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified however, evaluation observed that the keypad was damaged. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had stuck keypad found during testing in the biomedical service department. There was no patient involvement. No additional information is available.